Manufacturer narrative:
Physio-control supplied part number information to customer, to replace button switch cover.

Event description:
Found during routine inspection. The customer called to report the switch cover is missing from a standard paddles set charge switch. There was no patient associated with the report.